Event description:
On (B)(6) 2013, it was reported that during the night the patient heard her infusion device alert. She pressed the check button without looking at the device. The following morning her device was "dead" and her blood glucose level was elevated. She replaced the battery in the device and it then displayed e8 (power interrupt). She was unable to clear the message because the check button was no longer functioning. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation. She removed the battery and inserted it again. Pump starts with e8, customer can't confirm the e8 message.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.